Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving sensor glucose and blood glucose readings that are not the same. Customer also stated that she has been receiving inaccurate readings from her sensors. Blood glucose level at the time of the call was not provided. No further information was provided.